Event description:
It was reported post open heart procedure that the atrial lead would inappropriately pace high in the unipolar configuration, but not in the bipolar configuration. The threshold was elevated but started to improve. Sensing difficulties were also noted. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.